Event description:
It was reported that the procedure was to treat a 75% stenosed distal right coronary artery. A xience prime was deployed and a 3.0 x 20 mm nc trek was used for post-dilatation; however, the balloon ruptured at 12 atmospheres at the second inflation. A 3.0 x 15 mm nc trek was then used. When an attempt was made to pressurize the balloon it would not inflate and contrast was found leaking from the shaft. It is unknown if this was observed while the device was inside or outside the patient. As it was verified by intravascular ultrasound (ivus) that the stent had been expanded sufficiently the procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, guide cath: heartrail5f jr4. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although the reported leak could not be confirmed a pinhole was identified during analysis. Based on visual analysis of the returned device and scanning electron microscopy (sem) analysis, there is no indication of a product deficiency that could have contributed to this event. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.